Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report# 3005099803-2010-00447 for the associated device report. It was reported to boston scientific corporation on (B) (6) 2010 that an extractor rx retrieval balloon device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B) (6) 2010 ((B) (6), male patient; weight unknown). According to the complainant, the physician was using the retrieval balloon to sweep a clog out of a previously implanted wallflex biliary stent. During the procedure, the top of the retrieval balloon snapped off and lodged inside the stent. The part of the device that detached inside the patient was from the radiopaque marker to the tip. The physician did not feel resistance during advancement and believes that the catheter tip detached as a result of the interaction with the stent. The physician attempted to remove the detached tip from the patient; however he was unable to remove it from the duct. A bsc plastic stent was placed to unblock the duct. The procedure was successfully completed with the plastic stent. Additional follow up information indicates that the patient is close to end of life and with both plastic and metal intraductal material; the physician believes the segment of balloon will not have any clinical impact. There were no patient complications as a result of this event. The patient is reported to be stable post procedure, but at end of life; the patient was sent to a hospice for palliative care several days after this event.